Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned pump for an alleged pump error 75, 23, 49, and 68 alarms found on 27-dec-2022. The pump passed the displacement test. Pump failed the sleep current measurement test, and active current measurement test with a high sleep current. P-cap locks properly into the reservoir compartment. During the self test. Pump error 75 was noted. Battery was removed and the pump turned off immediately without displaying ¿insert battery¿ alarm. When battery was reinserted, pump error 23, 49, and 68 were noted. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, and harness assembly vibrator. The power management tool confirmed pump error 75 was triggered when the backup battery loaded voltage (loaded vlith) and unloaded voltage (unloaded vlith) were not properly functioning due to moisture damage on the j6 connector. Pump error 75 alarm was found in the history files on event date of 12/27/2022 19:59:33.000. Pump error 23 alarm was found in the history files on event date of 12/27/2022 20:24:19.000. Pump error 49 alarm was found in the history files on event date of 12/27/2022 20:23:36.000. Pump error 68 alarm was found in the history files on event date of 12/27/2022 20:23:36.000. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, corroded home switch. Pump error 75, 23, 49, and 68 alarms were confirmed during testing. Moisture damage confirmed on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5.

Event description:
It was reported that the insulin pump had multiple pump error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a multiple pump error alarm. The pump was exposed to moisture. Troubleshooting was performed and found that the customer was able to clear the alarm successfully, and the pump rewind was completed. Advised the customer to do a displacement test on the pump and it got passed. Advised the customer to do a self-test and found that the customer received a pump error alarm. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.